Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge decreased to a fill estimate of 15 units instead of the intended fill estimate of 198 units. Reportedly, the cartridge was filled with 250 units of insulin. Blood glucose level was 306 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.